Manufacturer narrative:
G5 combination product? Updated. As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint, the reported allegation could not be confirmed. The event cannot be reproduced or substantiated.

Event description:
It was reported that the patient experienced urinary incontinence and urethral atrophy with his artificial urinary sphincter (aus). All components were removed and replaced with a new aus. No further complications were reported in relation to this event.

Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint, the reported allegation could not be confirmed. The event cannot be reproduced or substantiated.

Event description:
It was reported that the patient experienced urinary incontinence and urethral atrophy with his artificial urinary sphincter (aus). All components were removed and replaced with a new aus. No further complications were reported in relation to this event.